Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the device locked-out (no staples deployed and no cut line started)? Or did the device partially fire (start to deploy staples and cut but could not be completed)? Did the stapler deploy any staples? If so, what was the appearance of the staples? (B-formation, irregular, legs straight)? Did the jaws of the stapler eventually open?

Event description:
It was reported that during a lung procedure that once the stapler was closed on the artery it would not re-open. Unsure as to how the device was removed. Unsure as to how the procedure was completed. There were no adverse consequences for the patient.